Event description:
Same case as MFR report #3005099803-2008-04022. It was reported that during a biliary stenting treatment procedure the stent failed to deploy. The target lesion was in an unspecified location within the common bile duct. The physician attempted to implant a 10x60 as well as a 10x40 wallstent biliary stent to treat the target lesion but neither device was able to be deployed. With both devices, the stent would "not exit the catheter". The physician was able to resheath the stent and remove the undeployed device from the unspecified scope. The procedure was able to be completed with the implant of a 10x60 wallstent biliary stent. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
.